Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4s. During the procedure, while attempting to deploy a pod4 into the aneurysm using a lantern delivery microcatheter (lantern), the physician determined that the coil was the incorrect size. Therefore, the physician re-sheathed the coil for later use and continued the procedure using another pod4. While attempting to re-deploy the pod4 that was previously re-sheathed, the physician properly flushed the pod4; however, the physician was unable to advance the coil back out of its introducer sheath. Therefore, the pod4 was removed and the procedure was completed using an additional pod4 and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: device manufacture .